Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occured. The 90% stenosed calcified lesion was located in the moderately tortuous middle right coronary (rca) artery. After crossing the lesion with a 3.50mm x 12mm nc quantum apex balloon, the device was inflated. The first and second inflation were at 12atm. During the third inflation the balloon ruptured at 12atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occured. The 90% stenosed calcified lesion was located in the moderately tortuous middle right coronary (rca) artery. After crossing the lesion with a 3.50mm x 12mm nc quantum apex balloon, the device was inflated. The first and second inflation were at 12atm. During the third inflation the balloon ruptured at 12atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received inside a carrier tube (hoop). Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).